Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. Blood glucose level at the time of the incident was over 398 mg/dl. Customer reported that her blood glucose level went over 400 mg/dl. The customer reported that the cannula was bent. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.